Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter released prematurely. It was reported that low quality peripheral venous catheter. The safety device goes off even before it is fired, causing a risk for the patient and the professional. Bevel of the catheter is difficult to see and there is little wire to transfix the patient's skin.